Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a capio slim device was used during a sacropexy procedure performed on (B)(6) 2022 to treat prolapse. During the procedure, the device deployed (carrier extended) without being actuated. It was also reported that suture needle was able to be caught but would not fire; however, this most likely suggests that the needle had entered the cage but failed to transfer (fire) from the carrier into the cage. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Event description:
It was reported that a capio slim device was used during a sacropexy procedure performed on (B)(6), 2022 to treat prolapse. During the procedure, the device deployed (carrier extended) without being actuated. It was also reported that suture needle was able to be caught but would not fire; however, this most likely suggests that the needle had entered the cage but failed to transfer (fire) from the carrier into the cage. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of misfire. A visual examination of the returned capio slim device without the suture revealed that the device was in good condition. The device ten riveting pins were in place. The head and cage were observed to be in good shape. A functional analysis was also performed using a suture dart for testing and was repeated three times. The functional analysis revealed that the needle was loaded into the carrier, the device deployed properly and the needle penetrated into the cage without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of device misfire could not be confirmed as no issues were noted with the device testing during device analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.